Event description:
It was reported to boston scientific corporation that a contour vl stent and a sensor ptfe-nitinol guidewire were used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician had difficulty pushing the contour stent over the sensor guidewire up the patient's ureter. The physician pulled both the devices out of the patient and discovered that the sensor wire had exited through one of the drainage holes in the proximal end of the stent. This caused the stent to split from the drainage hole to the tip and also stripped part of the sensor wire. The procedure was completed with another contour vl stent and sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-05842 for the other associated device (contour vl stent) information.

Manufacturer narrative:
Device has been disposed.